Event description:
Patient called to report that their meter would not power on. Patient was feeling dizzy and was not able to obtain a bg reading. Patient inserted the test strip with the contact bars end first and facing up, and meter still does not power on. Ccr checked the batteries and meter still has no power. Ccr sent patient a replacement meter.